Manufacturer narrative:
D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Manufacturer narrative:
D3 manufacturer fax was omitted during initial report was added. E4 reporter also sent report to FDA was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported their impella 5.5's purge side arm was wet. The flow rate of the purge fluid did not change, but the purge pressure changed from 400 mmhg/s to 600 mmhg/s. The complainant also confirmed that there was water pooling on the rubber diaphragm. The flow rate of the actual purge fluid and the total volume were almost the same. There are no problems with the pump drive at this time. No patient harm has been reported.

Manufacturer narrative:
After review the complaint mentions that there is fluctuation in purge pressure (pp) between 400 and 600, this is a normal range and the pp is not trending up or down. H6 pressure purge high a141102 was removed.

Manufacturer narrative:
D6b explant date provided. The pump is available for return.